Event description:
The account stated that the architect cyclosporine reagent has generated discrepant results on a patient sample. The results were repeatedly <25.0 nmol/l. The sample was sent to another laboratory and tested by another methodology and the result was 63 ug/l. The account stated that the patient was treated. Further information regarding what type of treatment was not provided.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic esophagectomy the trocar was losing pnuemo. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)